Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event was unrecovered as of (B)(6) 2018. It was stated the doctor's rest occurred from (B)(6) 2018. It was unknown when the doctor was diagnosed or confirmed to have the flu. The pump replacement performed on (B)(6) 2017 was due to normal battery depletion. The date of (B)(6) 2017 was confirmed as the correct date for the pump replacement. The causality of the event was updated; it was determined the event was not causally related to the drug, catheter, or programmer, and was causally related to the pump and surgical procedure. The device would not be returned and would be discarded. The explant date was confirmed to be (B)(6) 2018. It was undetermined if there were any additional causes or contributing factors. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(4) via a manufacturer representative. It was reported that the patient¿s height was 164cm. The date of onset/appointment with doctor or date of diagnosis for the patient¿s homocystinuria was (B)(6)2010. The patient had no past complications. A refill was performed on (B)(6)2018, and redness around the pump implant site was not observed at that time. On (B)(6)2018, the patient complained of pain in the pump implant site, and redness was gradually spreading. On (B)(6)2018, redness and tenderness were observed, the patient was admitted to the hospital for an emergency, and antibiotic administration was started. A catheter x-ray study was performed on (B)(6)2018, and there were no abnormal findings. On (B)(6)2018, the dose was gradually reduced from 380mcg to 99mcg (4.1). Pump removal was performed. The outcome of the adverse event was remission on (B)(6)2018. Since wound became stable on (B)(6)2018, the patient was discharged from the hospital. Despite reducing/discontinuing the drug, there was no change in spasticity of both lower limbs and no withdrawal symptoms were observed either. The patient did not experience any overdose, withdrawal symptoms, or resistance. The causality was reportedly related to the pump and not the catheter, programmer, drug, or surgical procedure. The healthcare professional¿s (hcp) assessment noted that during pump replacement on (B)(6)2017, the pump was placed shallower in order to make it easy to perform a refill. It was considered that the wound had become thin and had caused infection because of the state that the rim of the pump had been touching the wound and tension had always been applied to the wound.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from daiichi via a manufacturer representative regarding a patient who was receiving gabalon with an unknown concentration at 380 mcg/day via an implantable pump for homocystinuria. It was reported that the pump was implanted shallower than usual due to fat around the belly "was thick". It was reported that there was an infection around the pump. It was reported that on an unknown date a refill was performed. There were no reported issues with the refill. On (B)(6) 2018, it was reported that around the pump was found to be swollen and that the patient had visited the hospital. It was reported that "infusion" was extracted and identified bacteria that turned out to be (B)(6). On (B)(6) 2018, it was reported that dr. (B)(6) had a flu infection and the doctor took a rest from the (B)(6) to the (B)(6). It was noted that the patient was "observed follow-up" after receiving rocephin. On, (B)(6) 2018, itr was reported that pus was extracted from around the pump. It was noted that baclofen would be decreased from 380 mcg/day to 304 mcg/day. It was reported that the pump was scheduled to be removed on (B)(6) 2018. It was reported that the physician could not deny the possibility that the procedure at the time caused the infection. Since the dose was 380 mcg/day, the physician was considering about the removal of the pump after reducing the dose to 100 mcg/day or less. The classification of severity of the event was reported as 3 (serious). The causality was reported as being related to the drug, catheter, and surgical procedure and unrelated to the pump and programmer. No further complications were reported and/or anticipated.